Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, upon inspection of the vasoview hemopro endoscopic vessel harvesting system device, it was observed that the silicon boot covering of the jaws was "damaged." No additional info is available regarding the description of the damage. A new kit was used to complete the procedure. The hospital reported no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. A visual inspection revealed that the silicon coating of the cold jaw boot had cracked and started peeling. The jaws showed no signs of clinical usage. There was no evidence of blood present on the device. Based upon the visual observations, the reported complaint "silicon boot covering was damaged" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. Internal file number - (B)(4).